Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the damage to the fiber bonding in the outer tube area (distal end) was attributed to a component failure; however, the cause of the foreign material found on the llk (laser light cable) plug of the video cable section could not be established. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic had a damaged fibre bonding in the outer tube area (distal end) and the llk (laser light cable) plug of the video cable section contains foreign material. There was no patient involvement.